Event description:
It was reported that the catheter was blocked.

Manufacturer narrative:
The flow holes of the returned catheter are filled with a red-brown proteinaceous debris. There was very little flow through the catheter due to this debris blocking all flow holes. The instructions for use that accompany this product warn that occlusion may be caused by tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.